Event description:
It was reported that the pin holding the arm to the handle disassembled such that the instrument could no longer compress as intended.

Manufacturer narrative:
All components of the instrument were returned.

Manufacturer narrative:
The information provided herein is in response to the FDA letter dated may 28, 2009 with the referenced number sent by ph.d., facc. 1. The medical device report indicates that the device was returned to you. Please provide the results of your investigation. The device was visually inspected and it was observed that a pivot screw was missing preventing the instrument from functioning. The manufacturing records were reviewed and no anomalies were discovered. The device was manufactured according to specifications. Based upon the available information, the device was complete when shipped and the cause of the missing screw cannot be determined.